Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: (B)(6) it was reported that the patient presented to the hospital with infection. The right atrial lead and right ventricular lead were explanted. The patient status was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that electrical testing did not find any indication of conductor fractures. Shorting between conductors was found at the connector portion of the lead consistent with procedural damage. Visual inspection found two external insulation abrasions exposing the outer coil caused by friction to another implanted device or feature of the patient anatomy distal to the suture sleeve tie impression. All other damage noted is consistent with procedural damage.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.